Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic hernia procedure, the device was leaking. The case was completed with the device. There was no pt consequence. The device was discarded. See scanned page.